Event description:
It was reported "they report inserting the 15mm needle into the proximal tibia as directed and being unable to unscrew the stylet from the cannula. After multiple provider attempts to unscrew the stylet, a second 15mm was used on the opposite leg with success. The needle set was recovered from the sharps safety bin and it was unknown how, but eventually the two pieces were unscrewed from each other. When speaking with the reporting party, I asked about the certainty of the needle set being connected to the catheter upon insertion and not just the stylet being placed into the patient's body. The reporting party could not answer if this was the possible occurrence. They reported having both pieces of the needle set. The device did not cause or contribute to the death. The on scene medic supervisor. Reporting party stated this was a sids case. Resuscitation would not have changed the outcome, even had the initial needle not failed." The patient's current condition is reported as "deceased".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "they report inserting the 15mm needle into the proximal tibia as directed and being unable to unscrew the stylet from the cannula. After multiple provider attempts to unscrew the stylet, a second 15mm was used on the opposite leg with success. The needle set was recovered from the sharps safety bin and it was unknown how, but eventually the two pieces were unscrewed from each other. When speaking with the reporting party, I asked about the certainty of the needle set being connected to the catheter upon insertion and not just the stylet being placed into the patient's body. The reporting party could not answer if this was the possible occurrence. They reported having both pieces of the needle set. The device did not cause or contribute to the death. The on scene medic supervisor. Reporting party stated this was a sids case. Resuscitation would not have changed the outcome, even had the initial needle not failed." The patient's current condition is reported as "deceased".

Manufacturer narrative:
Qn# (B)(4). The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was not performed since the lot/batch number could not be provided. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device states, "important: control patient movement prior to and during procedure. Squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.